Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter would power off during use. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred around one month prior to the alert date of (B)(6) 2017. The patient manages their diabetes with insulin (42 units in the morning and 20 units in the evening) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that right after the alleged product issue occurred they developed symptoms of ¿shaky and sweaty¿ and self-treated by consuming food and/or drink. At the time of troubleshooting the cca noted that there was no misuse of the product and the batteries did not need to be changed per the owner¿s booklet recommendation. The patient¿s product(s) were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the alleged issue and reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged meter issue began.